Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 03/20/2023 under wo # (B)(4). Manufacturing record review: DHR (B)(4) was reviewed. A record of defects is kept with each wo which does not record clips falling off. There is a record of a few clips that were scrapped for moving on the strap. Additional testing was executed on the wo confirming all functional testing was met successfully. Incoming inspection review: not applicable. Service history record: not applicable. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: not applicable. The product was not returned. Visual evaluation: a visual evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: an evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: as the device was not returned a root cause determination is not applicable. Complaint condition could not be confirmed. A review of additional units from the same lot was not possible as none were available. A review of the (B)(4) file confirms the potential for a loose component is accounted for. In addition, the press tool was updated and validated under (B)(4) march 23, 2023. As part of the update, all lots are also required to record test results on samples during the assembly. Coopersurgical will continue to monitor this complaint condition for trends. No further action is necessary.

Event description:
No additional information is available.

Manufacturer narrative:
Customer provided photographs of the device. Investigation was re-opened to evalute photos. Investigation revised: distribution history: this complaint unit was manufactured at csi on 03/20/2023 under wo (B)(4). Manufacturing record review: DHR 331683 was reviewed. A record of defects is kept with each wo which does not record clips falling off. There is a record of a few clips that were scrapped for moving on the strap. Additional testing was executed on the wo confirming all functional testing was met successfully. Incoming inspection review: not applicable. Service history record: not applicable. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: not applicable. The product was not returned. Visual evaluation: a review of the images provided show the clip was malformed and correlates with the problem description. The unit was noted to have one end of the clip formed shorter than normal. Functional evaluation: an evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: the error on this unit is being attributed to an inspection error where this unit was missed. A potential cause for having a unit with a malformed clip could be the clip had moved when it was being pressed followed by being missed by the 100% inspection on each unit. Being missed, it would not have been placed into the scrap bin. The process makes note of rejects in each work order with 4 for crooked clips on this lot, but not malformed where the end was not fully pressed to the full length. As noted in the complaint, the press was updated and validated with this lot being tested for all required functional testing. The occurrence is considered an isolated incidence. As no other units were reported on the complaint the 100% inspection supports no other such malformed units were on this lot manufactured in march 2023. As this issue was observed on this lot from march 2023, the same month the validation was executed, a quality alert was created and in place as an added reminder, the process in place requires each unit is to be checked and proper handling of scrap units. Coopersurgical will continue to monitor this complaint condition for trends. No further action is necessary.

Event description:
No additional information is available.

Event description:
It was reported that the metal et tube grip was noted to have come loose from et tube holder, upon inspection the grip came off the velcro strap and fell. Luckily this landed on a nurses finger otherwise would have entered the airway. No adverse event reported. No additional information is available. 42-2540 neo-fit 2023-08-0000075.

Manufacturer narrative:
A2: less than 1 year old g2: foreign: UK g2: other: user report 2023/008/002/501/002 [mhra ref: (B)(4)] customer is unknown and has not indicated that the product will be returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.